Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9331494, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle set became separated from the winged adapter/extension set with the needle cover. Also the v-clip appeared to be missing or not in the correct position based off the photos. An issue with shielding failure was verified. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a safety mechanism failure. The following information was provided by the initial reporter: it was reported that the safety mechanism comes off at the hub, leaving the needle exposed. Details below: we have now had 3-4 of the nexiva #24g 0.75in single port systems with a defective needle locking safety system where the gray locking cap comes off the white hub leaving the needle entirely exposed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a safety mechanism failure. The following information was provided by the initial reporter: it was reported that the safety mechanism comes off at the hub, leaving the needle exposed. Details below: we have now had 3-4 of the nexiva #24g 0.75in single port systems with a defective needle locking safety system where the gray locking cap comes off the white hub leaving the needle entirely exposed.